Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v217191, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that they had a staph infection at the implantable neurostimulator (ins) site that was leaking brown stuff and blood. She had to get it cleaned out every day and was on an IV. This occurred in 2009. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent. ** information was omitted about an unrelated infection and pain, captured in (B)(4).